Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began ¿5 days¿ ago. The patient manages her diabetes with insulin (unknown type; self-adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, 2 days after the alleged issue occurred, she developed symptoms of ¿sick, head hurt, and staggery¿. At an unspecified date/time, the patient stated she was treated by a non-hcp with food and/or drink. The patient mentioned her blood glucose was tested with another device and obtained a ¿lo¿ reading. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.